Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8500rfoe serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that the inner shaft¿s tip was broken off at the weld. Evaluation of the hub found that the material was warped, most likely due to excessive force during use. Functional testing was not performed as the device hub was damaged. The most likely reason for the reported failure is user error, specifically misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff surgery the tip broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with another device. It was not necessary to switch the surgical technique or do a second surgery.